Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The home patient (hp) stated he changed the cassette but he did not change the bags. The baxter technical service representative (tsr) explained that he needed to setup with new supplies. The hp would setup with new supplies and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She had already gone over with the baxter technical service representative (tsr) about the proper procedures for starting over with new supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.